Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs 2937457-2014-00637 and 1225714-2014-01571.

Event description:
The plaintiff's attorney alleged that on or about (B)(6), 2006 the decedent experienced unspecified organ failures and subsequently expired after the use of the product.